Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right ventricular (rv) lead. The values were typically around 400 ohms, but values increased to 1800 ohms, then were out of range at 2500 ohms. Further review noted there were also oversensed noise episodes stored. The noise could be reproduced with testing. In addition, when tested in bipolar, there was loss of capture. The rv lead was then surgically abandoned and this pacemaker was replaced. The patient is not dependent. No additional adverse patient effects were reported.